Event description:
It was reported that atrial undersensing was noted on a real time egm. Programming changes were recommended. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.